Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini continued to prompt the "apply sample" symbol, even after the blood sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged issue began on the morning of twelve days earlier. The cca noted that the patient manages her diabetes with insulin (self-adjuster); however, the patient denied taking any action regarding her diabetes management as a result of the issue. Approximately 3 days after the reported issue started, the patient claimed she did not feel well and developed symptoms of thirst and a headache. On the morning of five days prior to original date, the patient went to see her physician and reported that she obtained a blood glucose reading in the "300 mg/dl" range when tested with her doctor's meter. The patient claimed her physician gave her a prescription to increase her insulin dosage. During troubleshooting, the cca confirmed that the patient was using the correct testing technique and that the test strip drew the sample into the test strip area. The patient did not have a new vial of test strips at the time of the call and therefore the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report